Event description:
Pedicle screw construct implanted for t8-iliac posterior fusion was noted as broken. Rods were noted broken bi-laterally at the l5-s1 disc space. During revision surgery (anterior lumbar fusion and revised posterior lumbar stabilization) screw head was removed and distal portion was left in the pedicle. The broken distal portions of the rods were removed and replaced.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.